Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired, low blood symptoms. A pt reported they were not able to get a blood reading on the meter. Their meter allegedly was displaying battery and it was replaced. Not able to test on meter at all. Not tested in any other meter. Treatment was orange juice and then some food after pt was feeling very tired. No further info has been reported.